Manufacturer narrative:
The device was returned due safety advisory without identified device or use problem. The device was received with normal telemetry and output. Analysis performed did not identify any functional issues. Longevity assessment found the device was operating above the elective replacement indicator (eri) voltage with appropriate remaining longevity. Additional findings unrelated to the reported events indicated that visual inspection of the header attachment area detected an anomaly between the pre-molded header and titanium case. Feedthrough leak test was performed, indicating a device hermeticity breach. A manufacturing process anomaly may have occurred, which resulted in the header bonding anomaly. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.

Event description:
It was reported the device is subject to the assurity and endurity pacemakers header anomaly advisory issued by abbott on (B)(6) 2021. The pacemaker was explanted and replaced. There were no patient complications.